Event description:
Customer states that towel lint clogged up a catheter and they could not pass a guide wire through, when they took it out and flushed it, a huge lint ball came out.

Manufacturer narrative:
A thorough investigation into the reported issue was conducted. While a sample or a lot number were not provided for evaluation; or towels are made of cotton, lint is inherent. The product is intended to be used as a protective patient covering such as to isolate a site of surgical incision from microbial and other contamination. The or towel is also to be used for the absorption of fluids, including blood and body fluids or as a general use towel for drying hands. It was not intended to be used to wipe down the wire or catheters as described by the customer. No additional action will be taken at this time, we will continue to monitor for this type of incident.